Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: silfradent easybone catalog #: ni lot #: ni, unknown screw catalog #: ni lot #: ni. Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported "at the time of placing the plate on the pillar of the malar and drilling a spark was emitted from the hand piece of the easybone, which burned the plate. At the time of drilling with the drill bit of 1.1x50mm 15mm stop on the palate to place a plate + screw, this fracture." Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspections showed signs of significant wear. There was some minor scratching on the surface of the plate and the plate had been previously bent to fit the patient's anatomy. There is a very clear fracture in one of the holes of the plate (part #01-7050, lot #unknown), with some black discoloration indicating the plate was heated or burned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to incidental contact of the drill to the plate causing a spark and fracture. There are no indications of manufacturing defects. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.